Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 20 atmospheres (atm) for less than 30 seconds. However, during third inflation at 20 atm for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.